Event description:
New information received indicates that the firmware was upgraded and the device was able to be interrogated. There were no patient consequences.

Manufacturer narrative:
The reported event of interrogation problem with the aveir vr device was confirmed. Based on the information provided, it was determined that the device vr firmware was inadvertently updated to dr firmware; hence, the device was unable to be interrogated using the vr application.

Event description:
It was reported that the leadless pacemaker (lp) was unable to be interrogated. Multiple programmers and link modules were attempted. The sales representative upgraded the firmware but was still unable to interrogate the lp. No additional intervention was performed. There were no patient consequences.